Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including stress testing, bench handling, defib cycle, and final testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed no evidence of the reported event or evidence to support the report. Analysis of reports of this type has not identified an increase in trend.